Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that down button on insulin pump did not respond and has to press harder or wiggle to work. Customer¿s blood glucose was unknown. Customer stated that rainbow effect on screen which was making hard to see or navigate the screen outside, insulin pump also had hairline cracks, battery level indicator was malfunctioning. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and missing segments/partial display anomaly due to buttons not responding. Device received with cracked case display window corner.